Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code a27 (device ovalization/compression) with no fractures or blockage. Device remains patent and remains implanted with no intervention performed. H6: code c19: review of device manufacturing record history confirmed device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was received from a clinical study: on (B)(6) 2020, a study patient underwent a aaa procedure and a tambe device was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were used as branched devices in the visceral arteries. Imaging performed on (B)(6) 2022 at 24-months, follow-up showed the distal end of the third renal artery device (everflex bms) remains occluded, with blood flow to other right renal artery branches. There also appeared to be a small amount of collateral flow distal of the occlusion. Also observed was ovalization of the right renal artery device, just distal of the portal gold rings. There appeared to be flow within the right renal artery near the overlap between the 2nd and 3rd right renal artery side branch components. No fractures were observed and all the branch devices remain patent. Patient appears to be asymptomatic and no intervention was reported.